Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Additional information received from the field representative indicated that the rv lead had exposed conductors and appeared to have no insulation in the area under fluoroscopy. Impedance and defibrillation threshold (dft) tests were performed and noted shocking lead impedance measurements to be within normal range. The crt-d and rv lead remains in service. No adverse patient effects were reported.